Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that after undergoing an unknown procedure, the patient experienced hemorrhagic shock following removal of a non-abbott catheter. A femostop device was attempted to be placed, but the strap does not stay in place on the leg. Blood loss with external bleeding and a thigh hematoma occurred. Three coils were then placed by interventional radiologist, and the hematoma was drained by plastic surgeon. No additional information provided.